Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone16.2. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 36 and 48 hours. The adhesive completely separated from the abdomen causing the cannula to dislodge.